Event description:
As a licensed optometrist, I am submitting this report out of professional concern. I have reviewed the marketing of altius performance-tinted contact lenses, which are being promoted for use during water sports such as surfing and water polo. This marketing contradicts the food and drug administration¿s (FDA¿s) public guidance that no contact lenses should be exposed to water due to the risk of serious infections like acanthamoeba keratitis. In my clinical experience, I have treated multiple patients who developed acanthamoeba keratitis after swimming in contact lenses. In two cases, the result was not only permanent vision loss but the loss of an eye or cornea. While I cannot confirm that altius lenses were the brand involved, the danger from waterborne pathogens is well-established. I am extremely concerned that marketing contact lenses for water sports--without any FDA approval for that use--is misleading to the public and will eventually result in catastrophic harm. I urge the FDA to evaluate whether this violates medical device promotion regulations, and to consider immediate guidance to prevent further injury. Https://altiusvision.com/news/.